Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure to implant this subcutaneous implantable cardioverter defibrillator (s-ICD), prior to closing the pocket the shock impedance measured less than 30 ohms. It was noted that this patient was large and quite sick therefore the procedure was performed on the patients side. A commanded shock was performed in which the shock impedance measured 25 ohms. The field representative noted the s-ICD system had good placement. The s-ICD remains in service. No additional adverse patient effects were reported.